Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was over 500 mg/dl and a bolus via the pump was delivered to address bg. Customer was not sure if the cartridge was filled correctly during the loading step. Tandem technical support assisted the customer with loading a new cartridge.